Event description:
It was reported that the pt expired. The cause of death was unrelated to the implanted system. The pt was last seen at the health care facility in 2008 and all appointments after that date had been cancelled. Device tracking records indicated that the pt expired eleven days later. The drug used in the pump is baclofen 2000 mcg/ml at a dose of 860.2 mcg/day.

Manufacturer narrative:
.